Event description:
It was reported that intermittently the c-arm was moving uncommanded. The technologist had completed a needle localization procedure and moved the patient away from the machine. The c-arm was at an angled position and when she was moving it to center the c-arm did not stop at center and continued rotating. There was no injury related. A field engineer was dispatched to the site and determined that the c-arm rotary switch was sticking. The rear rotary switch and both side switches were replaced. Once this was completed the system was working as intended.